Event description:
It was reported that during a procedure of the moderately tortuous and calcified, distal left anterior descending artery, the 3.0 mm x 18 mm xience v could not cross the lesion and became stuck and could not be removed from the guide wire. The devices were removed from the anatomy as a system. There was no reported clinically significant delay in the procedure due to the device issue. A second 3.0 mm x 18 mm xience v stent crossed the lesion and was used in the procedure. There was no reported adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood visible in the guide wire lumen, on the balloon and shaft and contrast in the inflation lumen, consistent with preparation and the sds being advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The proximal end of the balloon was wrinkled. The inner member was bunched distal to the distal balloon marker. The shaft was bunched sporadically distal to the guide wire exit notch. There were multiple bends throughout the entire length of the hypotube. A balanced middleweight (bmw) guide wire was returned frozen in the guide wire lumen of the returned sds. The bmw guide wire was protruding out from the tip of the sds. The bmw guide wire was returned with blood on the coils and core. The tip coils were pushed distal from the center solder and there was a bend in the tip proximal to the tipball. There were offset and overlapping intermediate coils sporadically proximal to the center solder. There was a bend in the core distal to the proximal end of the guide wire. The tip length and stent outer diameter were measured and met manufacturing criteria. The outer diameter of the guide wire was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was moderately calcified which likely contributed to the failure to advance. Factors that may contribute to the inability to advance/retract the sds over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. The tip of the guide wire was tugged on to confirm that the core was intact. An attempt was made to remove the returned bmw guide wire from the sds, but the guide wire could not be removed from the bunched shaft noted. In this case, it is likely that the build up of blood in the guide wire lumen of the sds and on the guide wire contributed to the difficulty removing the guide wire. Additionally, it was reported the patient anatomy was heavily tortuous which may also have contributed to the reported difficulty. The design of low profile device has resulted in minimal clearance between the guide wire and the catheter. In certain circumstances, such as during high pressure balloon inflations, manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level. An attempt to move the wire in this reduced clearance condition can cause the coils to bunch up, increasing the diameter of the guide wire, which in the extreme condition can cause coil overlap. If the resistance is not reduced and continued force is applied to the system, the result is permanent deformation of the wire and/or guide wire lumen. It is likely that the attempts to remove the guide wire as resistance was encountered contributed to the noted balloon bunching, shaft damage, and hypotube bends as there was no damage noted to the sds prior to use which suggests a product deficiency did not contribute to the reported difficulties. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for difficult to remove the guide wire for this lot. There is no lot specific product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are visually inspected for damage and checked for proper guide wire movement during manufacture.